Event description:
A (B)(6) male pt contacted zoll customer support to report that the cable on his electrode belt near the connector was coming loose. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the trunk cable connector was broken from the trunk cable and the black main battery wire was shorted inside of the trunk cable. The root cause for the broken connector and shorted main battery wire cannot be positively determined but is likely physical abuse. No adverse event occurred due to the shorted wire. The pt was issued a replacement electrode belt.